Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was a burn on the plastic distal end and burn marks on the forceps stand. It is presumed that the incidents occurred due to the use of a high-frequency device without maintaining sufficient distance from the tip. Regarding the adhesive around the light guide lens was peeled, the most probable cause is traced to component failure. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a burn on the plastic distal end cover, burn marks on the forceps stand, and the adhesive around the light guide lens was peeled. There was no patient involvement.